Manufacturer narrative:
(B)(4). The service engineer (se) inspected the ventilator and replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a loss of communication issue. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.